Manufacturer narrative:
The insulin pump unable to prime during the prime test and alarmed during basic occlusion test due to protruded/loose drive support disk. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime. It was mentioned that the customer was experiencing high blood glucose of 18mmol/l and was treated with manual injections. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.